Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents reported the user experienced a head trauma near the right-sided implant in (B)(6) 2023, but the user's hearing was not affected. However, the skin swelling occurred repeatedly even with the treatment of fluid aspiration over the past months. The user's scalp developed the ulceration and infection on (B)(6), 2024. So, the implant had to be removed for debridement and skin flap repair. The surgery was performed on (B)(6) 2024. Re-implantation will be done after the scalp is healed.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This is as expected as the device was explanted due to an incision site infection after a history of trauma to the site. Cultures positive for staphylococcus aureus. Device sterilization records show that the device was subject to a valid sterilization process. Therefore, it is unlikely that the device was the source of the reported infection, but rather inoculation of bacteria through the skin. However, its contribution to the severity of the infection cannot be ruled out. This is a final report.

Event description:
The user's parents reported the user experienced a head trauma near the right-sided implant in (B)(6) 2023, but the user's hearing was not affected. However, skin swelling occurred repeatedly over the following months, despite fluid aspiration treatments. The user's scalp developed ulceration and infection on (B)(6) 2024. Hence, the implant had to be removed for debridement and skin flap repair. The user underwent explantation on (B)(6) 2024. The user recovered from the ulceration and infection and was re-implanted on (B)(6) 2025.